Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's medtronic representative reported via official documentation that the customer had issues with five infusion sets: two infusion sets had bent cannulas that led to blood glucose readings in the 400 mg/dl range, two sets were accidentally pulled out of the serter, and the fifth set had issues during the priming process. One of the bent cannula events lead to a blood glucose of 475 mg/dl, which the customer managed to decrease to the lower 100 mg/dl range by working with her diabetes educator. The customer declined assistance from the 24-hour product helpline. No products were returned or replaced.